Event description:
It was reported that the needle pierced through the unspecified bd nexiva¿ closed IV catheter system when inserting it into the patient's vein, causing part of the catheter tip to almost completely break off. This occurred 2 separate times during use. The following information was provided by the initial reporter: "here have been two incidents where a nexiva catheter tip has broken off in the last couple of days. When retracting the needle to reposition and then advancing again, the needle went through the patient's skin and a piece of catheter was found to be broken off. ¿ was there any patient harm/impact? No patient harm. ¿ what was the outcome? Was there a need for medical procedure to verify that the tip was in the patient's body, such as an x-ray? No. ¿ was there any need for any medical intervention or treatment needed due to the reported issue? No intervention needed. Nurse at the bedside noticed the catheter was not looking right under the skin. It was off to the side and not in a straight line. She told dr... To stop, it appeared the catheter was trying to stick up and pierce the skin and the needle was still straight. When they withdrew the unit the needle had pierced through the side of the catheter. It was still intact, but only hanging on by a small piece, potential to break off inside the patient."

Manufacturer narrative:
H6: investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the needle pierced through the unspecified bd nexiva¿ closed IV catheter system when inserting it into the patient's vein, causing part of the catheter tip to almost completely break off. This occurred 2 separate times during use. The following information was provided by the initial reporter: "here have been two incidents where a nexiva catheter tip has broken off in the last couple of days. When retracting the needle to reposition and then advancing again, the needle went through the patient's skin and a piece of catheter was found to be broken off. Was there any patient harm/impact? No patient harm. What was the outcome? Was there a need for medical procedure to verify that the tip was in the patient's body, such as an x-ray? No. Was there any need for any medical intervention or treatment needed due to the reported issue? No intervention needed. Nurse at the bedside noticed the catheter was not looking right under the skin. It was off to the side and not in a straight line. She told dr... To stop, it appeared the catheter was trying to stick up and pierce the skin and the needle was still straight. When they withdrew the unit the needle had pierced through the side of the catheter. It was still intact, but only hanging on by a small piece, potential to break off inside the patient.".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.